Manufacturer narrative:
The sample has been received for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. (B)(4).

Event description:
The customer reported to (B)(4) of 3 incidents where a monoject flush syringe, product code unknown, lot number unknown, is unwinding itself off of the flolink access device, product code 2n9060, lot number ur10b25043. The customer is not convinced it is the valve, but would like it investigated. There was no patient injury reported. No additional information is available.

Manufacturer narrative:
(B)(4). The customer returned three (3) actual samples for evaluation. Additionally, the customer sent the monoject flush syringe to baxter with the samples. The returned samples were visually and functionally inspected. During functional testing, the samples were connected to the syringe. The reported condition of the syringe separating from the flolink was confirmed. The samples unwinded and some separated. A batch review was completed on the reported lot number and no deviations were found. No assignable root cause could be determined at this time. In addition to the evaluation performed, a study was executed to attempt to recreate the failure mode using two hundred (200) samples of (B)(4) (lot number ur10b25043). Of the 8 lot numbers reported by the customer, this lot was still available in baxter's released finished goods inventory. The conclusion of this study was that no disconnection or other connection instability was observed. The reported event could not be reproduced within the study. No assignable root cause could be determined. This is associated with report 8 of 8 received from the facility. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.